Event description:
Consumer alleges that the bed would move on its own without anyone touching the controls. Consumer alleges that the bed folded up with out anyone touching the controls and his mother was in the bed. Consumer alleges that he replaced the control and the hand pendant.